Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly at 50% battery life. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump history indicated that the customer's pump battery gauge displayed a charge of 55% then immediately dropped to 0% and the pump reset unexpectedly. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.